Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances note. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implants "became bigger, were hard and painful", and "had swollen lymph nodes."

Event description:
Healthcare professional reported "patient reports they were symptomatic prior to explanation." Patient additionally reported right side "became bigger", "hard and painful", and that they "had swollen lymph nodes." Device was explanted.